Event description:
Additional information was reported that there was no infection. The patient went on prophylactic antibiotics before and after the pocket revision surgery. The doctor reported that he does not know the reason for the impaired healing. He states that it may be a combination of patient¿s history of poor wound healing. He states the incision dehisced in the deepest layer of the pocket. The doctor states this could be due to not placing enough sutures in this layer. The event has resolved. The patient¿s incision from the pocket revision has healed well and sutures will be removed (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Iifhttp://emdr.FDA.gov/emdr/formredaction/ information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had prolonged/poor wound healing at the stimulator pocket in the approximated edges of surgical incision and discharge from surgical site. The physician worried about infection and decided to do an irrigation and debridement of the surgical incision with revision to the stimulator pocket. A gram stain and wound cultures of the incision site came back negative for organisms on (B)(6) 2020. The original pocket was 1 centimeter deep and the physician revised the pocket to be two centimeters deep. A tyrx pouch was used in the revised pocket on (B)(6) 2020. The patient was given oral antibiotics and mepilex dressing with silver was used on the new incision. It is unknown if the issue is resolved; however the patient has a follow-up appointment with their surgeon on 2021-jan-05.¿the patient reported a history of poor wound healing after previous surgeries and allergies to adhesive bandages. The patient's medical history includes arthritis, developmentally delayed, skin adhesive allergies, and knee surgery.